Event description:
Report rec'd from USA stating that the device "cutter could not be removed". The device was being used during cervical surgery. No patient or user injury reported. It is unknown if medical intervention was reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).